Manufacturer narrative:
Corrosion damage to the drive shaft assembly was identified as the probable cause of the failure.

Event description:
The core impaction drill was sent in for evaluation due to overheating during a procedure. The procedure was completed with another; no adverse event was associated with the device.